Event description:
I started fascia blasting (hard scrubbing of the skin) as the seller of this product instructs on her videos. (B)(6), the inventor and holder of this class 1 medical device recommends her tool for endless uses: pain relief, joint pain, curing cellulite, curing plantar fascilitis, migraines, fibromyalgia, vaginal tightness, penis enhancement, weight loss, sports performance, muscle carving, and other endless claims. I mainly bought the fasciablaster for pain relief and started using hoping to obtain some relief from muscle tightness and joint pain and even though mrs. (B)(6) recommends using the device on a pain scale level of 7, I only used on a pain scale level of 3 and used the raking motions she advises all over my body, head and sides of the face as per advise on her videos and the (B)(6) she manages. Soon after using the fasciablaster, I experienced extreme pain (overall body pain and nerve pain), extreme fatigue, migraines, inflammation, swelling, depressive symptoms and irritability; increased joint pain and was unable to function. All I wanted was sleep, I was unable to exercise and the pain would not subside even with taking ibuprofen. I had no idea that those symptoms were related to the fasciablaster until I started seeing similar symptoms on (B)(6). Since my adverse reactions were severe, I asked a question in (B)(6) regarding migraines and she referred me to a video made by (B)(6), who is part of her team and mrs. (B)(6) says is an expert neuroscientist and handles all issues related to nerve issues, fibromyalgia, etc. I also posted a hashtag to ask her neuroscientist to respond to my concerns but she never did. Mrs. (B)(6) regularly encourages people to continue blasting and says we are just experiencing detox symptoms. In her response to my particular post she remarked that those symptoms could last from several hours to several days and advise to drink plenty of water (which I was already doing). Because of the severity of my symptoms I stopped for a few days and they subsided, but as soon as I restarted fascia blasting, those symptoms returned. During this month-long usage of this device, I even gained weight. Mrs. (B)(6) would comment to others that it was because of temporary inflammation and it would go away. But in my case it has not, despite my healthy habits. Because I started noticing other uses having issues, I paid more close attention to all the health claims and the results being posted on her page. I realized that many pictures were being doctored and that mrs. (B)(6) staff and perhaps herself, were deleting unfavorable comments and banning people that raised concerns about her medical device. Coincidentally, after making remarks on a post and questioning the legitimacy of a post one of her personnel posted, I was banned from the group. Mrs. (B)(6) has no formal education or credentials and is advising on medical conditions and touting this medical device as a cure-all tool. No medical device can cure everything and I am extremely concerned for the safety of the population.